Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher is not cutting evenly and consistently as it should. No adverse events were reported as a result of this malfunction. No harm was reported, and a delay of unknown length occurred as surgeon completed meshing by hand. Due diligence is in progress for this complaint; to date no additional information has been received.

Event description:
Due diligence is complete and no additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test cut; however, the device was out of calibration at the left and right readings. The device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.